Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the patient did not experience any symptoms. The cause of the high impedances were not determined. The patient did not experience any falls or trauma. The rep was not able to confirm that the patient actually recharged between (B)(6) 2017. No interrogation printouts were available prior to (B)(6) 2017. No additional diagnostics or troubleshooting were performed. No actions or interventions have been taken. The patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# unknown: product type lead product ID 3988 lot# unknown product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins didn¿t record recharges between (B)(6) 2016 and march 2017. The patient confirmed that they used their device during this period of time. There were no external factors that contributed to this event. Troubleshooting was performed, impedances and data record. No interventions or actions were taken to resolve the issue. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from a company representative (rep) reporting impedance measurements with contacts 0, 8, 12, 13, 14, and 15 were greater than 10,000 ohms.